Event description:
It was reported the device during an unspecified procedure did not seem to cauterize as efficiently to stop bleeding. The device at the time of the event is being used with a third party generator ( valleylab ft10). The procedure was completed with a completely different set of equipment, with similar device and with no further issues. No delay in the procedure was reported. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to an insufficient generator output level. Olympus will continue to monitor field performance for this device